Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could not reproduce the reported symptom. The readings of the upstream sensor were found within specification. Fine cracks were found in the upstream sensor tail which can cause air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported a spectrum pump experienced upstream occlusion alarms when no occlusion was present (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.